Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 13, 2007, the lab point of care coordinator (pocc) contacted lifescan alleging that the one touch flexx meter was reading inaccurately. A nursing unit reported 2 incidents involving alleged inaccurate meter readings to the pocc. The pocc does not have the specific dates of the incidents or the specific results but was able to provide the "ballpark" results. During one of the incidents, their pt obtained a blood glucose result of "200 something" and was given insulin. At an unk time later, the pt became "symptomatic." The pt's blood glucose was tested again on an unk device and the result was "12 mg/dl." During another incident, another pt obtained a blood glucose result of "50 something." They retested the pt again at an unk time later and the result was "200 something." The pocc was unable to provide information regarding what type of medical intervention was involved during both incidents, the time differences were between the reported meter results, and the devices used during the retests. The customer care advocate verified that the pts were adults but the pocc did not know the patients' hematocrit levels. The pocc was unable to confirm what type of sample sources were used and if the correct testing techniques were used. This complaint is being reported due to the following conclusion: a pt allegedly obtained an inaccurate high meter reading and then became "symptomatic" after insulin treatment. The meter, test strips, and control solution were replaced.